Manufacturer narrative:
Date sent: 12/4/2007. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastroplasty procedure, the device fired an incomplete staple line. The case was completed with the same like product. There was no pt consequence.